Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when taking the specimen out from patient abdomen by the endo bag specimen pouch, the bag was broken and a hole appeared at the bottom of endo bag. So, the specimen slipped out from the endo bag and this caused wound infection. Patient involved.